Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose and frequency not reported). At the time of this report, the patient was still in the hospital. The patient was not recovered from peritonitis. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894725 and gd895011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. (B)(4).